Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has had high blood glucose levels. The customer stated they took a bolus at night, but had a higher reading in the morning. Customer's blood glucose level stays high throughout the day. The customer's blood glucose was between 300mg/dl-500mg/dl. The customer treated high blood glucose with insulin pump. Customer reports insulin exiting at the quick release. Customer declined to continue troubleshooting. Customer stated they will call back to continue troubleshooting. The customer's current blood glucose was 340mg/dl.